Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) code. Additionally, the longevity was observed to have significantly decreased from 80% to 3% remaining. Boston scientific technical services was contacted for review, and confirmed that a rapid voltage drop was observed. This could be the result of prolonged magnet exposure or an unspecified malfunction. Replacement was recommended to resolve the event. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the b5 for more information regarding the specific circumstances of this event. This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) code. Additionally, the longevity was observed to have significantly decreased from 80% to 3% remaining. Boston scientific technical services was contacted for review, and confirmed that a rapid voltage drop was observed. This could be the result of prolonged magnet exposure or an unspecified malfunction. Replacement was recommended to resolve the event. Recently, this device was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This s-ICD has been received for analysis and is pending the investigation conclusion.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) code. Additionally, the longevity was observed to have significantly decreased from 80% to 3% remaining. Boston scientific technical services was contacted for review, and confirmed that a rapid voltage drop was observed. This could be the result of prolonged magnet exposure or an unspecified malfunction. Replacement was recommended to resolve the event. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) code. Additionally, the longevity was observed to have significantly decreased from 80% to 3% remaining. Boston scientific technical services was contacted for review, and confirmed that a rapid voltage drop was observed. This could be the result of prolonged magnet exposure or an unspecified malfunction. Replacement was recommended to resolve the event. Recently, this device was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This s-ICD has been received for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the b5 for more information regarding the specific circumstances of this event. This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). This s-ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory confirmed the device had reached eri and then end of life (eol) battery status. A longevity calculation determined the device did not last as long as expected. The battery measurements log showed a sudden decrease in battery voltage in october of 2024. The device case was opened to facilitate inspection and testing of the internal components. An x-ray of the battery assembly did not identify any irregularities; however, detailed analysis of the battery ultimately identified an internal short within one of the three battery cells. This short resulted in the identified sudden decrease in battery voltage and resultant premature battery depletion, and clinically-observed error codes.